Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of an open stapled hemmorhoidopexy procedure, the handle of the stapler feels stiff when firing. The device did not cut the tissue. There was patient injury, the cut is uneven. In order to resolve the issue and complete the case, kept an eye on the patient's condition. There was no patient harm. The patient outcome is reported as alive, with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.